Manufacturer narrative:
Philips service replaced the luc board v4 and clea extension board 1, recalibrated the geometry, and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that intermittent geometry resetting during operation on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.